Manufacturer narrative:
(B)(4). The moss miami single innie final tightener (product code: 2797-12-600, lot number: gm3815704) was returned to the complaints handling unit (chu). The tightener was found to have had its hexlobes stripped in a manner that is consistent with its direction of rotation. This wear to the instrument starts at the distal tip and can reach up to halfway down the length of the hexlobes. This damage could potentially occur if the tightener is not fully inserted into and flush with the set screw during tightening. The torque is instead applied to a limited surface area, damaging the tightener¿s hexlobes in the process. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause of the tightener stripping cannot be determined from the sample and the information provided. A potential root cause may be not having the tightener fully inserted into and flush with the set screw during tightening. This would cause torque to be applied to a limited surface area, damaging the tightener¿s hexlobes in the process. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Final tightener stripped. T handle will not hold instrument.